Manufacturer narrative:
The insulin pump was received no unexpected excess no delivery alarms noted and passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has scratches on the reservoir tube window noted.

Event description:
Customer reported via phone that there are no delivery alarms during priming. Customer states that they received a no delivery alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.